Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Service history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported that the lower trigger button of the small battery drive device was sticking. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no human patient involvement as this device is intended for veterinary use only. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.